Manufacturer narrative:
Findings: unit passed displacement test, operating currents, selftest, off no power alarm and error test. However, alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test and excessive no delivery test due to loose drive support disk. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump during the manual prime process. The customer's blood glucose level was unknown. The customer stated that they changed the sets but the insulin still squirts out of the device. The line was disconnected during troubleshooting.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial medwatch report were incorrect. The correct dates have been provided in this report.